Manufacturer narrative:
Product has not been returned for evaluation. Should new info become available a follow up MDR will be submitted.

Event description:
Received info that alleged pigtail had a blockage and pt's bg levels were at 409 mg/dl.